Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a percutaneous coronary intervention, the balloon catheter was unable to cross the lesion. Vascular access was obtained via the patient's right radial artery. The 3.0x20mm, de novo, 90% stenosed and eccentrically shaped target lesion was located in the moderately tortuous and mildly calcified proximal left anterior descending artery. The lesion was noted to have a bend >45 and <90 degrees. A 1.5x15mm maverick2 balloon was advanced and inflation was performed once to 12atms for 10 seconds. The 2.5x15mm maverick2 balloon was then advanced, but was unable to cross the lesion after 3 attempts. The procedure was not completed. There were no patient complications reported and the patient's status was stable. However, device analysis revealed a shaft break.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed a shaft break located 20cm distal to the strain relief. The distal section of the break was kinked at various locations. The balloon had been inflated and was not refolded. The distal edge of the tip was flared. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).